Event description:
It was reported that on (B)(6) 2022, a 28 mm amplatzer amulet left atrial appendage occluder was successfully implanted into the left atrial appendage (laa) using a 14f amplatzer torqvue 45x45 delivery system. The imaging during procedure was transesophageal echocardiography (tee). There was no difficulty implanting the device. There was one partial recapture of the device, and the device was never fully recaptured during procedure. There was no device damage or interference with cardiac structures. There was no difficult patient anatomy, and the laa morphology was described as a cauliflower shape. The patient received heparin during the procedure and the activated clotting time (act) level was 214 seconds during the procedure. Post-procedure, a tee was performed which showed the successful placement of amulet device into laa with complete laa occlusion. The patient was discharged in stable condition. On the night of (B)(6) 2022, the patient went into cardiac arrest. Chest compressions were performed, and the patient was returned to the hospital. A computed tomography (CT) scan was performed, which showed that the device was in place, and there was no pericardial effusion. The cause of the event was suspected to be a stroke. The patient had a history of a previous stroke. The patient passed away on (B)(6) 2022. The cause of death was unknown, and an autopsy was not requested.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and patient death were reported. A returned device inspection could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.